Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock. Upon evaluation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, high out of range pacing impedance. Lead fracture was also noted. The defibrillator was turned of through programming changes prior to lead revision procedure. During lead revision procedure patient's atrial lead was damaged. Both leads were explanted and replaced. The patient was stable.

Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock. Upon evaluation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, high out of range pacing impedance. Lead fracture was also noted. During lead revision procedure patient's atrial lead was damaged. Both leads were explanted and replaced. The patient was stable.